Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4) . The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: multiple air bubble alarms detailed inquiry description: per the report rn received multiple air bubble alarms on pump administering norepinephrine. Attempted restarting pump 3-5 times with alarm occurring within 30-60 seconds. New bag and line obtained by rn with air in line alarms continuing. No visible air bubbles. Caused delay in patient getting medication with decrease in bp. Provide details of injury drop in patient's blood pressure due to delay with air in line alarms. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. Because a lot number was not provided it is not possible to determine if this device met the specifications that applied at the time it was manufactured. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.